Event description:
It was reported that a patient involved in a clinical study underwent a primary breast augmentation surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with left breast baker grade iii capsular contracture and a right breast implant suspected of rupturing during a physical exam with a medical professional. As a result, the patient was scheduled for bilateral breast implant removal on (B)(6) 2025. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor received additional information indicating the patient experienced depression and anxiety post implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 17, 2025, the mentor analysis lab received the suspect medical device for evaluation. On february 23, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned device revealed that the breast implant had a tear on the posterior view, measuring approximately 0.3 cm. Additionally, shell abrasion was observed on the edges of the tear. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. On february 24, 2025, mentor was notified that the patient underwent bilateral removal and replacement with 300cc mentor memorygel breast implants during the revision surgery. Manufacturer¿s reference number: (B)(4).